Event description:
It was reported that (1) pmw55 was used during a saphenous vein harvest procedure. It was reported by the rep that pmw55 was used on a saphenous vein harvest and failed to fire properly. The staples would not form properly and would not release from the jaws of the stapler. There was extended or time by five minutes.